Event description:
Began having contact dermatitis locally under gloves or face mask etc. Later symptoms became more widespread with respiratory symptoms including wheezing, coughing and edema. Worst of her symptoms were treated with im epinephrine and benadryl as well as solumedrol.